Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that on an unknown date, there was a slip with patient laceration upon positioning. No other information reported. Several requests for additional information has been requested but no date, no new information has been received.